Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. Patient reported amplitude jumped up when going to sitting position to laying position with adaptivestim. It was confirmed that it only happened when patient was charging and could either be right away or could take a few minutes before it happened. It was reported that the increase in amplitude did not always happen and it was occasional. The manufacturer's representative (rep) reported the patient checked their controller and it showed she was sitting when laying down at time of amplitude increase. Laying down was set to 5 ma and sitting was set to ~7ma. Rep stated that before the call he reprogrammed all positions, amplitudes, removed reclining position and checked that all positions were read correctly with as. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided after reviewing the call. It was reported that the patient stated they had made adjustment to the amplitude, but they haven't ¿held¿. It was reported that the issue ¿usually¿ happens when charging and the patient is not changing amplitude. The patient charges by laying on the recharger and with their stimulation on. The issue sometimes happens right away when charging, or after a few minutes. The caller confirmed that when doing a ¿check position¿ all positions registered as correct on the tablet. Additional information was received from the rep on (B)(6) 2018, reporting that the cause of the adaptive stimulation (as) issue was determined, they stated that they increased the mobility rate. The patient weight at the time of the event would not be made available. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.